Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. For tuas eclipse needles from (B)(6) 2015: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that after using and activation the safety shield of a 23 g x 1 in. Bd eclipse¿ hypodermic needle, came off resulting in a contaminated needle stick injury. Medical interventions are unknown.